Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate therapy from the device due to noise and was hospitalized. The device had detected arrhythmia but was oversensing noise. It was noted that the patient was doing repair work on a pool standing in three inches of water; a loose electrical line was in the water and there was no ground for current. The device remains in use. No further patient complications have been reported as a result of this event.